Event description:
This lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2011 for an unknown product performance issue. The physician was dr. (B)(6) at (B)(6) heart hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).